Manufacturer narrative:
The investigation did not identify a product problem. MDR codes: component code, eval result code, eval conclusion code were updated.

Event description:
The initial reporter received a questionable hdlc4 hdl-cholesterol plus 4th generation result from one patient sample tested on the cobas 8000 c 702 module. It is unknown if the initial result was reported outside of the laboratory. The patient sample was rerun on the reported line and another line. The initial result from the reported line was <0.08 mmol/l. The first repeat result from the other line was 1.50 mmol/l. The second repeat result from the reported line was 1.48 mmol/l. This repeat result was reported. The repeat results fit the patient's clinical picture. The reagent lot number is 668462 with an expiration date of 31-mar-2024.

Manufacturer narrative:
The last calibration was within the specified ranges. The qc recovery from 09-oct-2022 to 11-oct-2022 was within the specified ranges. The alarm trace on (B)(6) 2022 showed multiple cell skip, abnormal sample aspiration, sample short, clot detection, and foam detected alarms. The customer installed non-roche reagents and non-roche-supported partner channels on the instrument. The investigation ruled out a general reagent problem because the calibration and qc were acceptable. The customer installed non-roche reagents and non-roche-supported partner channels on the instrument. Roche is not responsible for any carryover interference caused by these reagents because it was never tested which kind of washing steps has to be used to avoid carryover interferences. Product labeling states: sampling area of the c 702 module - sample cleaner 1 is an alkaline wash solution used for special washes of the sample probe. The remaining volume is monitored with liquid-level detection. Sample cleaner 2 is an acidic wash solution used for special washes of the sample probe. The remaining volume is monitored with liquid level detection." "Sample cleaner 1 - intended use wash solution for sample probes on roche/hitachi cobas c systems." "Sample cleaner 2 - intended use wash solution for sample probes on roche/hitachi cobas c systems." The cause of the event could not be determined.